Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2018 with blood glucose in between 400 mg/dl to 500 mg/dl. Customer treated with manual injection. Reasons for hospitalization was diabetic ketoacidosis, heart failure, pneumonia. Customer states they were hospitalized from (B)(6) to (B)(6) 2018 for diabetic ketoacidosis. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device was programmed with multiple basal profiles and monitored. All basal profiles delivered properly. No basal anomaly noted. Device was also programmed with multiple boluses and monitored. All boluses delivered properly. No bolus anomaly noted. Device had cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.